Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior & posterior repair, sacrospinous ligament fixation, and l knee replacement due to pop, and sui. It was reported that the patient underwent partial mesh removal on (B)(6) 2011 and a subsequent removal on (B)(6) 2011 ¿because she could feel part of the mesh coming out of her vagina¿.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2011 and mesh and elevate were implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.